Event description:
The pt's is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Testing of the device shows that it is functioning. Surgery to explant the pt's device will be scheduled.